Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant thoracic stent graft system was implanted in the patient for the endovascular treatment on a 63mm diameter thoracic aortic aneurysm. During the index procedure it was reported that as the device was being advanced the patients arterial pressure dropped and there was a loss of heart rhythm. The procedure was converted to an open repair and it was noted that there was a tear present in the aorta distal to the left subclavian artery. The stent graft was passed across the tear and deployed. A distal extension was also then deployed. It was reported that the patient expired. As per the physician the cause of the event was anatomy related due to the patient having a type 3 aortic arch. The physician additionally noted that no overt aggressive pressure was exerted. It was also noted that on opening the chest the aorta felt very thin.no additional clinical sequalae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.